Event description:
In 2007, the pt returned to the hospital with a new stenosis in the sfa, and symptoms of claudication. The pt is a male who was enrolled in the trial. The index lesion was the left proximal and mid superficial femoral artery. The index procedure was performed on two days later. The vessel anatomy at the lesion site was straight and type of lesion restenotic. Lesion location is 13cm above superior edge of the patella. Total lesion length is 220mm and totally occluded. Reference vessel diameter was 5.0mm. Access method was percutaneous and puncture site ipsilateral. For pre- and post dilation a pheron biotronic balloon (5 x 10mm) was used. Two smart stents (7 x 120mm and 6 x 120mm) were implanted in the proximal and mid left sfa. No dissections were reported during procedure. On original date, the pt returned to the hospital with a new stenosis in the sfa, and symptoms of claudication. It is unk if the new lesion was within 5mm of the previously placed stents. Action taken: angioplasty and stenting of the left sfa, distal to target lesion.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-01010 and 9616099-2008-01011.